Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery on (B) (6) 2009, the or staff attempted to open the paper cover, a layer of the paper did not come off. The hosp staff was concerned that would violate the sterile barrier by attempting to remove the remaining paper and decided not to use the implant.